Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision in the left eye fourteen years post lasik. The patient requested retreatment. The patient was noted to have possible ectasia after topography performed. Corneal crosslinking recommended. Additional information requested.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: 2020-17303.